Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and reported that the blood pressure waveforms worked fine after testing. However, the fiber optic transducer waveforms were not displaying during functional tests. The fse verified the issue with a working part, and replaced the fiber optic assembly. The fse tested the fiber optic output several times and noted that all readings were within factory specifications. The fse then performed a full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) could not obtain blood pressure (bp) waveform and fiber optic transducer waveform. A cs300 iabp unit was used instead and the customer was able to obtain a pressure wave forms. It is unknown the circumstances under which the event occurred. It is unknown if there was any patient harm/injury; however there was no adverse event reported.